Event description:
The skin over the pump broke down leading to erosion and drainage. The pump system had been replaced/revised twice before since 2007. The pump was explanted and not replaced. The pump was used to deliver baclofen. The pt did not experience withdrawal afterward and tolerated the procedure well. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.